Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. There is no report of device malfunction. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a colonoscopy using a colonovideoscope, during removal of the scope, trauma (wounds) were noted on the walls of the colon with minor bleeding. This trauma was not noted upon insertion of the scope. Two hemostatic clips were used to stop the bleeding. The patient recovered and was discharged from the hospital with no further consequences reported. The colonoscope did not malfunction. The physician feels that the patient's age related thinning of the bowel wall could have contributed to the event.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer. New information is reported in b5.

Event description:
Additional information reported by the customer: the doctor found small slit and bleeding, doctor used two hemostatic clips to stop bleeding. No further intervention was required. The patient was admitted in the hospital for normal period (no extended hospitalization) and has been discharged. No follow up or treatment has been required for this event.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h4, h6, and h10. The device referenced in this report was not returned to olympus for physical evaluation. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: the definitive cause of the reported events could not be established. The opinion of the physician was the event was likely contributed to the patients age/physical condition. The user confirmed there was no device malfunction